Event description:
It was reported that the touchscreen was cracked. Reportedly, customer was unsure how the screen became cracked. Blood glucose was 112 mg/dl. Customer continued to use the pump for insulin therapy.